Event description:
Explanting hcp: alleged event: patient reported "pulling sensation", "pain" and "deflation" of a non-(B)(6) device. This record is for the right side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref: mw5188016.